Event description:
A customer reported an unknown reading issue with the abbott diabetes care (adc) device. The customer noted a difference of 0.35 mg/dl when compared to a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Customer experienced unspecified symptoms, prompting a visit to the hospital, where they received unspecified treatment from a healthcare professional (hcp) for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.